Event description:
It was reported that the sterile packaging of thirty (30) minicaps were damaged. This was noticed during setup/preparation of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: thirty (30) actual samples were received for evaluation. During visual inspection, a cosmetic defect was observed related to the crushing of the blister; all the units sent have the sealing intact and the minicap present. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.